Manufacturer narrative:
The device was received for evaluation. While performing functional testing the device alarmed air in line. The cause was identified to be the ultrasonic sensor out of specifications. The ultrasonic sensor requires replacement to address this issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq pump, the device alarmed air in line. No additional information is available.